Manufacturer narrative:
Correction: an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula was analyzed and found to have the cable crimp dislodged from the wrist control cable. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the provided image shows no broken clevis components, but upon zooming in, it looks like the yaw cable crimp may have become dislodged from the yaw pulley. The probable root cause is the cable crimp becoming dislodged. Medwatch report (MFR report number 2955842-2024-24091) was submitted for the permanent cautery spatula instrument fragment fall into patient. The instrument was used during the same procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure the permanent cautery hook instrument wire was broken. On 01/15/2025, the following additional information was obtained: the instrument cable was suspected to be broken and the surgeon could not operate it. When the scrub nurse cleaned it, it felt like the endowrist was stuck. It was confirmed that no fragment fell into the patient from this instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula was analyzed and found to have the cable crimp dislodged from the wrist control cable. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. As of 01/16/2025, a review of the site's complaint history identified (B)(6) is a related record of (B)(6). These records are related because the instruments (permanent cautery spatula) + system from the same procedure, two instruments from the same procedure. The instrument was last used on (B)(6) 2024 on sk2889 and had 5 lives remaining. A review of the provided image was performed by an intuitive surgical, inc. (Isi) clinical development engineer (cde). The following additional information was provided: the distal clevis ear is made of plastic and not radiopaque, which means it likely won't be identifiable via x-ray. It is non-magnetic. The material is expected to be inert and biocompatible. The decision to perform post-operative testing is a clinical one and is up to the surgical team¿s discretion. The yaw cable crimp is made of stainless steel and may be identifiable via x-ray, although from the image provided it appears to be contained on the instrument. The probable root cause is the cable crimp becoming dislodged. At this time, complaint investigation has been completed and this record will be closed. If additional information related to this complaint is obtained, the record will be reopened for further evaluation.